Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(6) registry. The device will not be returning as it is still in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A (B)(6) report was received which stated that the patient's lactate dehydrogenase (ldh) was 2370, had high bilirubin, and the flow had decrease to 3.5. No other information was provided.